Event description:
The device was not returned as anticipated.

Manufacturer narrative:
The device was not returned as anticipated.

Manufacturer narrative:
As reported, a 7f bipal biopsy forceps product arrived at the customer¿s location open and without a plastic bag covering. There was no reported patient injury. An image was provided, showing a bipal device partially removed from the outer box. The device is contained within its storage tray, but the inner package is not present. The shipping box was not damaged, but the outer product box came open, and the inner product pouch was missing. The sterile pouch was received without the inner pouch. The condition was noted when they went to get it to use in the operating room, after it had been received and stored in the lab. It is not possible that the product had been purposely opened in anticipation of use and then reshelved. The products are stored on a shelf in the lab. The device was not returned as expected. Review of the photo and complaint indicating that the outer product box arrived open reveals it is very unlikely that the carton opened due to a manufacturing issue. Each bipal and tray assembly in the lot of (B)(4) units was individually sealed into a pouch inside the cleanroom, making it highly noticeable if one unit were missing. A pouch label reconciliation process was completed after sealing, confirming the correct quantity and ensuring all labels were used and accounted for. The label inspection and reconciliation record confirmed that (B)(4) labels were properly used and scrap labels documented. After sealing, the pouches were transferred outside the cleanroom for carton packaging. Carton boxes were unfolded, tabs inserted, and one end sealed with an outer label, which, according to the photo, appears to be intact and not sliced by the operator. The bipals were inserted through the open end, which was then sealed using a label marked "open other end." During final audit, this sealing label is opened by the supervisor, not an operator, to inspect the contents, eliminating the need to disturb the outer label. There would be no reason to slice through the labeled end, nor is it likely that a supervisor would fail to notice an unpouched bipal if the seal had been broken. Cleanroom team review of the ohr found no anomalies, and while one employee was in training, two experienced operators were assigned to the lot. No discrepancies were recorded during the final audit. A product history record (phr) review of lot n0924301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿packaging/pouch/box- compromised sterility¿ could not be substantiated because the device was not returned and the provided image was not sufficient to figure out the root cause. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿do not use if the inner package is open or damaged.¿ based on the available information, image analysis, and phr review there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, a 7f bipal biopsy forceps product arrived at the customer¿s location open and without a plastic bag covering. There was no reported patient injury. An image was provided, showing a bipal device partially removed from the outer box. The device is contained within its storage tray, but the inner package is not present. The shipping box was not damaged, but the outer product box came open, and the inner product pouch was missing. The sterile pouch was received without the inner pouch. The condition was noted when they went to get it to use in the operating room, after it had been received and stored in the lab. It is not possible that the product had been purposely opened in anticipation of use and then reshelved. The products are stored on a shelf in the lab. The device is expected to be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.